Event description:
It was reported that this system with implantable pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high put of range pacing impedance, rv loss of capture and ra high capture threshold. The leads are noted to be manufacture by third party; therefore, responsible parties have been notified. This system currently remains in service and no adverse patient effects were reported.